Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider of a clinical study reporting that the recharger was replaced. The device was reprogrammed to reduce the charging of the device; everything was now working fine. Outcome was resolved without sequelae on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient requested an appointment as he was having problems charging his ins. On (B)(6) 2026, reported the battery not running down low enough to charge. On (B)(6) 2026, reported battery depleting quickly. On (B)(6) 2026, asked to contact medtronic support helpline for advice and asked by staff to keep a diary of charging and if still experiencing problems will make an appointment for review. As of on (B)(6) 2026, no further appointments made. Outcome was resolved without sequelae on (B)(6) 2026. Etiology was a causal relationship to the device or therapy. Age at consent was 69 years old.